Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/1/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm located at the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis. The final fill volume of the prosthesis was 390ccs. On (B)(6) 2018 right sided deflation was observed. As a result, the prosthesis was replaced with a mentor smooth round moderate plus profile 325cc saline prosthesis was performed on (B)(6) 2018.